Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The plate was implanted a few weeks ago, exact date unknown. (B)(4) the plate broke post-operatively, and revision surgery was required. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a broken right variable angle locking compression plate (va-lcp) curved condylar plate. The plate was broken into two pieces, in the middle of the plate. The plate was implanted a few weeks ago. On (B)(6) "2106" the patient underwent revision surgery. It was reported that there was no surgical delay and no other medical intervention was required. The procedure was successfully completed. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the reported fracture the patient was being treated for was a distal third extra articular femur fracture.